Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Manufacturer narrative:
Update to part number from unknown cutting accessory to part number 5540009075 lot unknown.

Event description:
It was reported that the bur broke off in the attachment. There was no patient involvement or adverse consequences reported as a result of this event.

Event description:
It was reported that the bur broke off in the attachment. There was no patient involvement or adverse consequences reported as a result of this event.

Manufacturer narrative:
The concomitant device (5450400000, sn (B)(4)) was returned for evaluation. Investigation results of the handpiece drill found multiple damaged components in the driveshaft assembly and locking mechanism, this could potentially cause the bur to become stuck in the drill. It was visually confirmed that the head of the bur was broken and the shank was stuck in the drill. Subsequent investigation confirmed that the bur was stuck in the drill, an attempt was made to pull it out and it broke. The device did not break while in use.

Event description:
It was reported that the bur broke off in the attachment. There was no patient involvement or adverse consequences reported as a result of this event. It was subsequently reported that this event took place in a lab with a cadaver.